Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the helix was unable to be extended after 15 turns were applied. The physician paused to allow the accumulated torque transfer and then attempted to rotate the helix another 10 times, but the helix still would not extend. The physician paused again and then attempted another 10 turns but again the helix would not extend. The rv lead was extracted and successfully replaced. No adverse patient effects were reported.